Event description:
In 2006, the lay contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the recorded call to lifescan to obtain/verify information. On the same day at 8:00 am, the patient obtained a result of 199 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. After testing with the meter, the patient took 31 units of humulin 70/30 insulin. Twenty minutes after taking the insulin, the patient was shaking, sweaty, and weak. The patient did not test his blood glucose level while he was symptomatic. He recognized his symptoms as hypoglycemia and immediately ate cereal with raisins. After eating he tested with the reported meter and obtained a result of 79 mg/dl. The patient mentioned a similar episode occurred 7 or 8 days before calling lfs; however, the details of that incident were not provided. The customer care advocate (cca) confirmed that the patient used correct testing technique. The test strips were in good condition, were not expired, and had been stored correctly. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. This complaint is reported because the patient obtained an elevated blood glucose reading on the lfs meter, took 70/30 insulin, and experienced symptoms that suggested hypoglycemia 20 minutes later. The patient treated himself by eating cereal with raisins.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.